Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. Stuck in a motor error alarm loop during bolus. The motor was tested outside and it passed. It may have had intermittent failure that was not detected. Unable to confirm the motor position encoder error alarm due to erased history. Drive support disk had no anomaly. It had cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window.no software error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 14.5 mg/dl. The customer treated with manual injections. The drive support disk was normal and the pump was not exposed to high magnetic field. The customer called back and was using the backup pump but it alarmed software error. The customer was assisted with clearing the alarm. Troubleshooting was not able to resolve the issue. The device was returned for analysis.